Event description:
The pt did not feel stimulation in her hip, where it was needed. She turned the device off for an extended period of time because it was not helping where she needed it. The implantable neurostimulator turned on suddenly when the pt was climbing into bed. She shut it off. A little while later, it came back on and felt stronger than how she remembered therapy felt. The pt also had a low grade fever since (B)(6) 2010. She was treated for a urinary tract infection which resolved, but the fever continued despite 4 rounds of antibiotics. She planned on going to the hospital for a diagnostic workup to determine the cause of the fever. The hcp referenced removing the implantable neurostimulator system. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).